Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water could not be injected into the balloon smoothly, as the user attempted to inflate the balloon with a syringe. The catheter was then removed and reinserted into the patients body. The water could then be injected into the balloon successfully for inflation. The placement was completed, but the user alleged that he/she felt strong tactile resistance when the water was injected with the syringe after the re-injection.

Manufacturer narrative:
Received only the catheter. The reported issue was unconfirmed, as the problem could not be reproduced. Per visual inspection: inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. Per functional evaluation: - tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon inflated without difficulty in 35 secs and the inflation funnel did not balloon out during inflation. Deflate and re-inflated again the balloon with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. Dissected and did not find anything to contribute to the reported problem. The dimensional evaluation results are as follows: eye snip length 3/32¿; eye snip width 2/32¿; eye snip distance from distal cuff 20/32"; eye snip distance from proximal cuff 13/32"; rubberize thickness 14 thou; reinforcement 185 thou; inflation funnel thickness 50 thou; balloon thickness (average) 26 thou; inflation lumen coverage 14 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. (Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the water could not be injected into the balloon smoothly, as the user attempted to inflate the balloon with a syringe. The catheter was then removed and reinserted into the patients body. The water could then be injected into the balloon successfully for inflation. The placement was completed, but the user alleged that he/she felt strong tactile resistance when the water was injected with the syringe after the re-injection.